Event description:
It was reported that a patient underwent a tibial revision procedure for non-union of the distal tibia and fibula that was implanted approximately eighteen months ago. The procedure included the failure of a 1/3 tubular plate distal fibula plate that broke. The hardware was completely removed. The plate was broken but the seven screws were fully intact. The fibula healed and the tibia did not heal. The surgeon wanted to harvest bone graft by reaming irrigation aspirator (ria) of the lateral femur. After the surgeon chucked up the drive shaft (part number 314.743) to connect to the drill and the surgeon was two thirds of the way through the femur and the drive shaft broke in two where the chuck and ria meet. The surgeon harvested a sufficient amount of bone graft so this did not cause delay or affect the procedure outcome. An x-ray was taken to confirm nothing was left in the patient. There was no patient injury reported. This report is for one unknown tubular plate. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. This report is for one unknown tubular plate/unknown lot. Approximately eighteen months prior to june 9, 2014 (B)(4); x-rays taken to ensure no piece remained in the patient. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.